Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that there was separation at the smartsite y-site; therefore, the incident could be verified. A device history record review for model 24010-0007t lot number 20045759 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27april2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: based on previous investigations involving this issue, the probable root cause for the separation is due to lack of solvent regarding the smartsite to tubing engagement. Investigation conclusion: two photos were received for the investigation and separation was observed. The incident was verified. Bd/tijuana manufacturing facility implemented trackwise CAPA (B)(4) to address the general leaks and separation failure modes due to lack of solvent regarding smartsite to tubing engagement. Although the corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss tex cv tubing disconnected and leaked.the following information was provided by the initial reporter: material no: 24010-0007t batch no: 20045759. It was reported that, tubing disconnected at the first y-site causing fluid to spill out from the tubing.